Event description:
It was reported that medfusion 4000 pump device has a cracked screen and the syringe size sensor not working correctly. No patient injury reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: a review of the event history log identified invalid syringe size

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The condition of the device was as follows: the top left case corner was chipped. The left plunger case screw insert was broken. Visible contamination was on the outside of the pump. Small cracks were found along right edge of the keypad support lens; the syringe size values would fluctuate greatly when there was no movement. The root cause of the primary issue was impact. Corrosion occurred on the size pot, as a result of fluid ingression. Customer-induced fluid ingression into the main body of the pump occurred as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. (Updated h3 and h6) reference the cleaning and care instructions and cautions found in the ?important information" and periodic maintenance" sections of the medfusion technical service manual and in the ?important safety information" and safety features" sections of the medfusion operator's manual. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: the model number was not documented in the initial report nor the previous supplemental, (B)(4).